Manufacturer narrative:
Other devices listed in this report: cat. No.: 502-03-58f, primary tritanium hemi cluster hole cup 58mm, lot code: nd47pw. Cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: 8k3283. Cat. No.: 6021-0435, accolade plus tmzf hip stem #4, lot code: 45875603 . Cat. No.: 6260-9-036, v40 cocr lfit head 36mm/-5, lot code: 8407mx. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had hip revision due to infection.

Manufacturer narrative:
Reported event: an event regarding revision due to infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of device history records found the devices in the reported lots were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other similar events for the reported lots or sterile lots. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient had hip revision due to infection.